Event description:
It was reported that an iol was removed two weeks post implant due to the patient noticing a line in the vision. The lens was replaced with a different model lens of the same diopter. In the surgeon¿s opinion the likely cause of the event is the injector scratching the iol optic. Outcome is reportedly good.

Manufacturer narrative:
The device was not returned for evaluation. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. A review of the device history record (DHR) did not find any non-conformities or anomalies related to this event. Based on the available information, user related factors (such as loading or handling techniques) and/or procedural factors (such as lens and inserter interaction) may have caused or contributed to the event.